Manufacturer narrative:
H.6 investigation summary. Bd had received samples from batch# 3179643 for a related complaint. The samples were evaluated by visual examination and the indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, two hundred (200) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that there were 22 bd vacutainer® sst¿ blood collection tubes with air bubbles in the gel. There was no report of patient impact.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 22 bd vacutainer® sst¿ blood collection tubes with air bubbles in the gel. There was no report of patient impact.